Event description:
I was diagnosed with a sleep apnea and the doctor ordered a CPAP machine. I purchased a dreamstation auto CPAP dom serial number (B)(4). I started using it and slept well. After a while I was given an MRI and a spiculated nodule was discovered in my right upper lung. I don't smoke and am not around any smoke. I don't work in a home garden of do anything with soil. A small biopsy turned up no cancer cells. A pet scan show increased cellular activity in the nodule and some lymph nodes. It was decided to remove a wedged shaped piece of lung that contained the nodule in my right upper lung lobe. I was in the hospital for several days to recover and released on (B)(6) 2017 (my birthday). Samples of the speculated nodule were sent to several pathology labs and the problem could not be identified. It was never officially established. I told the doctor that the only thing different in my life was the CPAP. At the time he doubted it could be that. I was worried enough I stopped using it. On (B)(6) 2017 I had brain surgery for trigeminal neuralgia. I still did not use a CPAP again until my birthday on (B)(6) 2018 when my son purchased a soclean device that cleans CPAP machines. My subsequent mris show some activity in the area of surgery and my doctor thinks it's just post surgery changes. I saw the CPAP recall on the tv news and immediately stopped using the CPAP machine. I called my doctor, my CPAP supplier and no of them knew anything about the recall. I called philips and they acknowledged the recall but said I could not register my machine with them until their website was set up and it would be the following week. I was able to register the following week and the site indicated my serial number was among those being recalled. I have had a number of different physical symptoms that may be related to this CPAP machine. I don't know. But I can't think of anything else as a cause. I don't recall the dates of my biopsy, pet scan, or exact lung surgery date. CPAP stopped due to recall. FDA safety report ID# (B)(4).